Event description:
The customer contact reported the ac power cord was charred and melted. The device was programmed to deliver an unspecified hydration fluid and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse walked past the patient's room and noted a burning smell. The nurse entered the patient's room and noted charring on the wall and found the male end of the ac power cord was charred and melted. The engineering department was notified. The device was unplugged from the ac power outlet and the wall outlet cover was replaced. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no delay critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).